Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose values were reported. It was slated that the customer had nausea and vomiting. The customer's glucose levels were 87mg/dl at time of call. Troubleshooting was performed and the insulin pump passed the required lasts. It was stated that the customer changes the infusion set every three to four days.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.